Event description:
It was reported that atrial lead was damaged during heart surgery. Atrial lead has no capture and high impedance. The lead was explanted and replaced. Patient was stable before, during and after procedure.